Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12j26076, h12k14047, h12l07031, h12l18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with dianeal therapies was not reported. Treatment was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4).